Event description:
Treatment of a right para-ophthalmic aneurysm. It was reported that the middle and proximal of the pipeline did not open after deployment. Several attempts were made to open the device but without success. It was reported the patient was neurologically initially following the procedure. One day post procedure, the patient developed a left upper limb weakness.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).